Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a nurse in the USA of peritontis and fatal sepsis coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On unknown date, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex (doses, lot numbers, and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse reported that on (B)(6) 2011, the patient was hospitalized for mental status changes. On an unreported date, the patient experienced peritonitis. Cause and treatment was unknown. On (B)(6) 2011, the patient died. The cause of death was sepsis. It was not reported if an autopsy was performed. Dianeal and extraneal therapies were ongoing at the time of death. The nurse reported that the events of mental status changes, peritonitis with culture positive for e. Coli and fatal sepsis was not related to dianeal and extraneal therapies.

Manufacturer narrative:
(B)(4). This is report 5 of 6 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review was performed for the potentially associated lot numbers (h11b13071, h11a19047, h10l08049). There were no deviations from standard procedure. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.